Manufacturer narrative:
(B)(4). Batch # n5637g. The analysis results found that one ec60a device was returned with the anvil bent upwards and with no cartridge reload present. The device was tested for functionality only in dry fired. However the most distal staples were not completely formed. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the surgeon used the device with a green reload on the low rectum area. Due to the thickness of tissue, the device overloaded and staple formation failure occurred. The doctor changed to another new device with a new green reload to complete the procedure. There were no adverse consequences for the patient reported.